Manufacturer narrative:
The customer returned their glidescope gvm video monitor and glidescope avl video baton 3-4 for evaluation. The technical service representative could not duplicate the reported loss of image during testing. When the technical service representative connected the customer's video baton to a test video monitor, the image produced by the returned video baton was stable and clear with good color rendition. When the technical service representative connected the customer's video monitor to a test video baton, the image displayed by the returned video monitor was also stable and clear with good color rendition. The video monitor and baton passed all tests and were returned to the customer for use. No further investigation is required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear and show a blue screen. A backup titanium lopro blade was used to complete the procedure, however, it was not specified how long it took to prepare the backup device. No harm to patient or user was reported.